Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4). Analysis of the lead found no anomaly. Analysis of the stylet found that the wire was bent (new out of the box). It was stated the new out of the box stylet was bent 8.5 cm from the distal end.

Event description:
It was reported the lead was taken out of the case and noticed to be bent when put into the measuring tool. The lead was never implanted. A different lead was used. There were no symptoms reported in relation to this event. The patient's status was listed as no injury and no adverse event. A follow up report will be sent if additional information is received.